Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision procedure in mitral position where during procedure guide sheath (gs) aspiration was not possible with the first gs used and air bubbles were visualized with the third implant system (is) used. One device was successfully implanted. There were no issues with prep or insertion of the is or gs. After insertion of the second is into the gs just past the seals, the physician could only aspirate air, and not any blood. 50ml syringes were used and 10 syringes of only air were aspirated. After several tries and manipulations, it was still not possible to aspirate blood. More than 500ml at least were aspirated. At this point it was decided to exchange the gs. After bailout of the is, one of the gs's valves ripped off and was stuck on the implant. Bailout was only difficult once the implant reached the seals. Gs and is were changed to third is that had air visualized during clasp movement for clasp check. A lot of air could also be visualized in echo, but there were no signs of the patient being affected by the issue. Nothing abnormal was noted for device prep with second gs or third is. Nearly 50ml of fluid were aspirated with the second gs. During the procedure, there were no wrong or unusual moves from the physician.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h6 and h11. The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with other empirical evidence via visualization of air by edwards clinical specialist. The complaint was confirmed, however a DHR review of the lot in question revealed no nonconformances. No product or relevant imaging was returned for evaluation. No defects or use errors could be identified via review of the reported event description and additional communications with the clinical specialist. Potential root causes for the presence of air may include: omission of a flushing/de-airing step. Improper stopcock/syringe technique. However, a true root case is unable to be determined.